Manufacturer narrative:
The ge service representative found the system was booting correctly but intermittently. There were no errors displayed on the system. He exchanged the high voltage cable and checked operation by saving and recalling the images. The system operates as intended.

Event description:
The customer reported they were unable to fluoro on the system. The button was pushed but nothing happened. This occurred during a case and occurred again after the system was rebooted. No patient injury was reported.